Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.

Event description:
It was reported that during a bilateral vertical expandable prosthetic titanium rib ii (veptr ii) procedure, the lamina hook holder bent then broke. All pieces were retrieved from the patient. The surgeon used another hook holder to complete the procedure with no adverse effect to the patient. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the front part of one handle was completely broken off at the hinged area. The broken parts were not returned. The hook holder corresponded to the drawings and processes at the time of manufacture. The hardness was rechecked and found to be good. It was determined that too much force was applied to the tips, causing one to break, or the holder broke due to a torsion corrosion crack. This complaint is invalid from a manufacturing standpoint. A product development evaluation was also performed. The lamina hook holding forceps are designed to place the lamina hooks provided in the veptr ii set. The forceps attach to the slot in the hook opposite the hook profile. The displaced material noted at the finger tips indicated excessive twisting or prying force may have been applied to the instrument. The broken finger was not returned, therefore alignment of the fingers to one another and conformance to the design specification could not be determined. This complaint is indeterminate from a design standpoint.